Manufacturer narrative:
The reported complaint of "the autopulse platform stopped after performing two compressions", was confirmed in the archive data but was not confirmed during the functional testing. There were no device deficiencies found during the evaluation of the returned platform that could have caused or contributed to the reported complaint. The probable root cause for the reported complaint was due to the size of the patient/object is too small and light in weight or the patient not oriented on the autopulse platform correctly during compression or take-up. Upon visual inspection, unrelated to the reported complaint, noticed a hole on the load plate cover that affects the watertight seal. The probable root cause for the observed physical damage was user mishandling. The load plate cover needs to be replaced to address the damage. Also, observed the encoder drive shaft does not rotate smoothly, exhibits binding and resistance due to a sticky clutch plate, unrelated to the reported complaint. The sticky clutch plate needs to be deburred to address the issue. The cause for the sticky clutch could be due to normal wear and tear. The impact of a sticky clutch was not severe enough to make the platform non-functional. The autopulse platform passed the initial functional test without any fault or error. The archive data review showed the occurrence of multiple user advisory (ua) 02 error messages on the reported complaint date. The archive data revealed the take-up target and the max load sum exceeded 76 lbs. Which indicates the size of the patient is too small and light in weight during the take-up. Also, the archive file showed the autopulse platform stopped compressions multiple times due to user advisory (ua) 07 (discrepancy between load 1 and load 2 too large) error messages. The load sensing system has detected a weight/load imbalance between the two load cells (checked during power-on-self-test) due to the patient not oriented on the autopulse platform correctly or the patient has shifted during compression or take-up. The load cell characterization test indicated both cell modules are functioning within the specification. Waiting for customer approval for repair.

Event description:
During patient use, the customer reported that the autopulse platform (sn (B)(4)) stopped after performing two compressions. Per biomed engineer, there is no additional information available. The patient's status information was requested but the customer did not provide a response, therefore patient's status is unknown.